Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and the curve was inadequate as the catheter could not curve to specification. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was received by the biosense webster failure analysis lab for analysis on september 27, 2015 and during visual inspection the tip lumen was found with a bump with metal exposed about 6.8mm from the transition with peek housing. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter that may have caused this damage. The condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. This finding is indicative of a reportable event because of the potential for patient harm due to metal being exposed. The awareness date for this record is september 27, 2015 the date when the damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and the curve was inadequate as the catheter could not curve to specification. Upon receiving, the catheter was visually inspected and it was found that tip lumen material had a bump with metal exposed which is why this complaint was reported to the FDA. An x-ray image was taken of the area and it was noticed that the t-bar had slid down getting caught and exposed at tip lumen transition. This condition may contribute due to the fact that the t-bar is applying stress at that point. Further information received indicates that there was no difficulty while withdrawing the catheter from the patient. Per the event reported, the catheter was tested for deflection and the catheter failed due to the t-bar sliding down from its place. An internal corrective action was created to address the t-bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.